Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the lower left anchor sheared off. No injury was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Corrected data in fields d4, and h6.

Manufacturer narrative:
Correction: h7(no recall). The manufacturer internal reference number is: (B)(4).